Event description:
It was reported that "pump housing is cracked by both screws next to charging port with pieces of plastic housing cracked off and missing. Charging port is gunked up, must manually manipulate cord to connect for charge and sometimes pump doesn't charge when connected, patient must disconnect from pump for pump to stay still and charge". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.